Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarms noted. No display ramping on its own anomaly noted. Unit received with minor scratches on lcd window. Unit received with broken battery tube threads and belt clip slot. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error after the pump was exposed to moisture from the rain. Customer's blood glucose was 185 mg/dl at the time of incident. Troubleshooting was done for button error but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.